Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes updated. Device evaluated by MFR.: unit returned with its original box. The device has the distal tip detached and kinked, also, it has the wire kinked in the middle of the device. The outer diameter (od) was measured and is within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm -v-14¿ controlwire® was advanced to the lesion however, it was noted that the tip of wire broke off. The remaining part was removed and the broken tip was left in situ as it could not be snared off. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. A 300cm -v-14 controlwire was advanced to the lesion however, it was noted that the tip of wire broke off. The remaining part was removed and the broken tip was left in situ as it could not be snared off. No further patient complications were reported and the patient's status was stable.